Event description:
The customer performed control tests using her new breeze2 meter and alleged a result of "lo". The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer did not have any test strips left, so troubleshooting was not possible and no product will be returned for eval.